Event description:
It was reported patient underwent right total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2015 due to pain and loosening of the implants. All components were removed and replaced with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-01768 / 01770).